Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm, vticmo13.2, -14.5/1.5/006 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the right eye (od). The lens was implanted and removed intraoperatively, with no patient injury. A replacement lens was implanted at a later date and the problem resolved.